Event description:
It was reported that on (B)(6) 2022, the foley catheter balloon ruptured. As per the follow up information received via ibc on 06jun2022, it was stated that no missing pieces of balloon were found inside the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to user related (example: contact with sharp object/ exposure to petroleum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states the following: "do not use the product of have later allergy". Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".